Event description:
Final angio indicated that the trunk ipsilateral component of the excluder bifurcated endoprosthesis had migrated 2-3 cm proximally, blocking major vessels (renals and superior mesenteric artery). Physicians converted the procedure to an open repair, removed the device, and replaced it with dacron graft. Subsequently, the patient underwent a colostomy.